Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. However, the insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in october for high blood glucose. Customer reported receiving a no delivery alarm and noticed the reservoir compartment was chipping off. The customer also reported feeling weak and experiencing difficulty breathing from their high blood glucose. The customer was also vomiting and unable to move as a result of their high. The customer's blood glucose was 400 mg/dl at the time of admission. Customer was treated with insulin for their high blood glucose. The customer also reported removing the insulin pump from their body 15 minutes before being hospitalized. The customer stated the no delivery alarm was resolved by a complete set change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.